Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced occasional incontinence when coughing or lifting heavy objects. A month later, a surgical procedure was performed in which the existing cuff was removed and replaced with a shorter component. However, the facility did not detail the cause for the incontinence. Following the intervention, the patient was stable and the condition improved.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. No damage or abnormalities were found with the cuff. Based on the information available, the reported allegation of recurring incontinence could not be confirmed. However, the reported patient symptom is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced occasional incontinence when coughing or lifting heavy objects. A month later, a surgical procedure was performed in which the existing cuff was removed and replaced with a shorter component. However, the facility did not detail the cause for the incontinence. No patient complications were reported.